Event description:
A remstar pro c-flex+ device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed damaged foam. Additionally, the device had dirt and dust contamination. The service technician also noted error codes e-66: (err_stuck_encoder_b), e-53 (err_comp_log_sem_timeout), and e-93 (err_rtc_value) present. The device was scrapped as per customer request by the service center after the evaluation was completed.